Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that sodium, chloride, and calcium were not calibrating and a leak was found on the modular chemistry side where the reagents are located on the unicel dxc 800 synchron system. (Dxc 800). The customer explained that the issue occurred one hour after their fse had performed service to address a de-ionized water resistivity issue. The customer reported that the dxc 800 generated suppressed patient results for sodium, chloride, and calcium when the issue was discovered. The customer reported that they attempted to calibrate these chemistries and calibration failed. Customer reported that there was no effect on patient treatment. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the "cylinder drain" was overflowing. The fse found a coat of serum clogged on one of the ion selective electrode drain solenoid valve ports. The fse replaced the valve. The fse performed 3 calibrations and 20 sets of precision runs completed. The calibrations and tests all passed within the analyzer's specifications.